Event description:
Tech flushed tubing at 999. Then programmed pump for 10mcg/kilo/min of dobutamine. Pump would drip at correct rate, then would flow as on open drip every couple of seconds and not as programmed into the pump. Tubing removed, connected to second pump, worked fine. Error noted prior to reaching pt.